Event description:
The patient reported that the keypad buttons became less responsive a month ago and had required several presses on the keypad to get a response. The patient indicated that she wore the pump under her clothing and cleaned the pump using a damp cloth with water.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.